Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a car accident and low blood glucose. Customer stated the caused of the accident was due to passing out while driving. Customer did not have a transmitter at the time, and felt it was the caused of her low blood glucose. The blood glucose reading was 33 mg/dl. Insulin pump was working fine, no troubleshooting needed. Nothing further reported.